Event description:
The customer reported that the system was intermittently exposing, and the system had to be restarted. The system was locking-up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was repaired. The system was then found to be operating as intended.